Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was transferred to department due to complicated urinary tract infection from the department of traditional chinese medicine and underwent urethral scar resection under epidural anesthesia. After returning to the room after the operation, a foley catheter was inserted, and the patient continued to have bladder irrigation, and the next day, the patient complained of abdominal distension after stopping the bladder irrigation, so immediately reported to the doctor on duty. After checking, it was found that the patient's catheter had ruptured, and the patient's urine could not be eliminated, and the catheter was immediately removed and replaced with a new catheter to retubing for catheterization. Rupture will lead to poor urine drainage, easy to cause bladder overfilling, increasing the probability of bladder spasm, distension and pain.